Manufacturer narrative:
The third party service agent evaluated the customer's device but was unable to duplicate the reported issue.  During a physical inspection of the device's batteries, the third party service agent observed gouging and corrosion on the battery pack's contact receptacles. As a precaution, the third party service agent replaced the battery and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio has concluded that the likely cause of the reported issue was corrosion on the battery contact receptacles.

Manufacturer narrative:
(B)(4). The third party service agent downloaded the electronic records from the device and provided them to physio-control for review.  Physio-control evaluated the electronic records and was able to confirm that the device lost power inappropriately multiple times during the reported event. The device has not been returned to physio-control for evaluation.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device powered off by itself multiple times while monitoring a patient.  The customer advised that medical personnel were monitoring the patient's spo2 and attempting to take nibp readings when the reported issue occurred.   Medical personnel were able to power the device back on after each loss of power.  At one point, medical personnel removed and reinstalled the batteries.  After which they were able to use the device for the remainder of the call without any further issues. The customer advised that there were no adverse effects to the patient as a result of the reported issue.  The patient survived the event.